Event description:
It was reported the pt was not satisfied the stimulation she was receiving from her scs system. The sjm representative met with the pt but reprogramming was not able to achieve the desired level of stimulation. The pt underwent surgical intervention on (B)(6) 2013, however, the procedure was cancelled due to difficulty with anesthesia. Additional surgical intervention was performed on (B)(6) 2013 and the percutaneous lead was explanted and replaced with a surgical lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.